Manufacturer narrative:
The lens was returned for evaluation. Particulates, saline dentrites and dried solutions are visible on the optic. Visual inspection found the lens is not damaged and upon re-hydrating the lens, it was functionally tested using a sample delivery device. The lens loaded and delivered without difficulty. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the available information, a root cause for the reported event could not be determined. However it should be noted that there is no identified device problem.

Manufacturer narrative:
Investigation of this event is still in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to dislocation. Physician implanted a different lens with no issues. Additional information has been requested and not received.